Event description:
The physician reports that crystalens trailing haptic tore during delivery using crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR #2031924-2010-00036.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the lens damage is related to injector use and loading error. (B) (4): sutures.